Manufacturer narrative:
Additional lots were received from the customer. The following fields have been updated: b.5. Describe event or problem: it was reported that 3 bd maxplus¿ pressure rated extension sets with removable needleless connector from lot 23019065, 2 sets from lot 22089414, and 1 set each from lots 23019096, 23029080, and 22129050 were blocked during the flush. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 23019065. D.4. Medical device expiration date: 06-jan-2026. H.4. Device manufacture date: 04-jan-2023. D.4. Medical device lot #: 22089414. D.4. Medical device expiration date: 23-aug-2027. H.4. Device manufacture date: 19-aug-2022. D.4. Medical device lot #: 23019096. D.4. Medical device expiration date: 06-jan-2026. H.4. Device manufacture date: 19-aug-2022. D.4. Medical device lot #: 23029080. D.4. Medical device expiration date: 05-feb-2026. H.4. Device manufacture date: 19-aug-2022. D.4. Medical device lot #: 22129050. D.4. Medical device expiration date: 02-dec-2025. H.4. Device manufacture date: 19-aug-2022.

Event description:
It was reported that 3 bd maxplus¿ pressure rated extension sets with removable needleless connector from lot 23019065, 2 sets from lot 22089414, and 1 set each from lots 23019096, 23029080, and 22129050 were blocked during the flush. The following information was provided by the initial reporter: "I am reporting 3 more loops today from ed... Was the IV set attached to a patient at the time of the event or occurred during preparation/priming? Yes. Are there any adverse events or serious injury reported? No. Was there a delay of, or change in the course of treatment due to this event? Delay, yes until a new one obtained and inserted. What type of procedure was being performed? Flush. What was the medication being used? Never got to medication, flush would not work."

Event description:
It was reported that 3 bd maxplus¿ pressure rated extension sets with removable needleless connector from lot 23019065, 2 sets from lot 22089414, and 1 set each from lots 23019096, 23029080, and 22129050 were blocked during the flush. The following information was provided by the initial reporter: "I am reporting 3 more loops today from ed... Was the IV set attached to a patient at the time of the event or occurred during preparation/priming? Yes are there any adverse events or serious injury reported? No was there a delay of, or change in the course of treatment due to this event? Delay, yes until a new one obtained and inserted what type of procedure was being performed? Flush what was the medication being used? Never got to medication, flush would not work."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 18-may-2023 . H6: investigation summary eight samples model mp5303-c were returned for investigation. The sets were examined for defects and abnormalities. Excess solvent was observed near the female luer for all 8 samples. The customer complaint that the sets were unable to be flushed could be replicated. A device history record review for model mp5303-c lot number 23019096 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model mp5303-c lot number 23029080 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model mp5303-c lot number 22129050 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A trend for this occlusion issue has been identified for this product line. A CAPA (corrective action preventative action) has been initiated, and a team has been assembled in order to investigate the issue.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 23019065, d.4. Medical device expiration date: 06-jan-2026, h.4. Device manufacture date: 04-jan-2023. D.4. Medical device lot #: 22089414, d.4. Medical device expiration date: 23-aug-2027, h.4. Device manufacture date: 19-aug-2022. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd maxplus¿ pressure rated extension sets with removable needleless connector from lot 23019065, and one set from lot 22089414 were blocked during the flush. The following information was provided by the initial reporter: "I am reporting 3 more loops today from ed... Was the IV set attached to a patient at the time of the event or occurred during preparation/priming? Yes. Are there any adverse events or serious injury reported? No. Was there a delay of, or change in the course of treatment due to this event? Delay, yes until a new one obtained and inserted. What type of procedure was being performed? Flush. What was the medication being used? Never got to medication, flush would not work."